Event description:
A report was received that the patient is experiencing swelling at the ipg site. The patient met with the physician who drained fluid from the patient's pocket site. The physician doesn't suspect an infection and no further course of action is needed.